Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not provided on initial report. A field service engineer (fse) reported not being able to duplicate the reported issue. The fse collaborated with the clinical representative with the facility and concluded that the iab was kinked at the entry site. The iabp was tested to factory specification, was returned to the customer, and cleared for clinical use.

Event description:
An internal review of intra-aortic balloon (iab) and intra-aortic balloon pump (iabp) complaints has determined that the following adverse event reported in a medical device report (MDR) 2248146-2012-00770 also involved the iabp device which was previously not reported in an MDR; as a result this case is being reopened and reported now. There was a reported death that was not attributed to the device. It was reported that while the intra-aortic balloon pump (iabp) was in use on a patient, the wavelength readings were minimal. The customer felt that the iabp was not monitoring the patient properly. The patient expired the following day. The customer reported that the patient death was not attributed to the iabp/iab.